Event description:
During a procedure to implant an amplatzer amulet, cardiac tamponade occurred. At the time of the tamponade, only the 12f amplatzer torqvue 45x45 delivery sheath had been introduced in the patient. A pericardiocentesis was performed and the patient is stable. No device was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the amplatzer torqvue 45x45 delivery sheath was not returned for evaluation. A review of the device history record confirmed the sheath met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the sheath, and the cause for the reported event remains unknown.